Manufacturer narrative:
A review of the pump black box data revealed multiple pump reboots. During a visual inspection of the pump, the battery compartment was found to be cracked from the thread area to case seal. The returned battery cap had stripped threads and was unable to secure properly to the pump; the power was intermittent with the returned battery cap. Using a test battery cap, the pump was exercised for 24 hours with no power interruptions. The pump case was removed, and no evidence of moisture ingress or damage to the power circuit was found. Unrelated to the complaint, investigation revealed that the pump case was cracked in the upper and lower right hand corners of the display area. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(4).

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a power (damage) issue. It was noted that the battery compartment was damaged. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.